Manufacturer narrative:
(B)(4): the tap was returned for evaluation. Visually confirmed instrument broken at ~65mm mark. Microscopic examination of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. River lines suggest direction of fracture. The location and nature of fracture surface suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tap broke above the threaded portion while being used. The tip was immediately retrieved. No patient complications were reported.